Event description:
Country of complaint:(B)(6). Thread tears easily.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 2 unopened and 1 open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received two closed samples and one open sample with the needle detached from the thread. Open sample received determined to have broken thread (measures 60 cm instead of 75 cm) the other piece of thread was not returned for evaluation. Thread has remnants of blood and displays damaged in a small area. The damage is related to handling. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process and the results during the process fulfilled OEM requirements. Complaint not corresponding; no corrective action required.